Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was deformed and therefore the parts are not dis-/reassemble and the outer tube was damaged and therefore the leakage current is inadequate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b31 occurred, no display image. The most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
New information was received from customer: the issue occurred during reprocessing. The procedure performed was a therapeutic gallbladder with cholangiography. The procedure was completed with a similar device.

Manufacturer narrative:
Corrected fields: b5, e1.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had a scope communication error (error code b31). The issue occurred during preparation for use in an unspecified procedure. The patient was not under sedation. There were no reports of patient harm.